Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock. The reporter stated that the line was changed at around 1700 and then they noticed an IV set triset was found tpn leaking in bed around 1800 by apn (advanced practice nurse). Then the rn (registered nurse) was feeding another baby and line was change with new triset at 1900. The original intended procedure was unknown. There were no other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
One photograph was provided by the customer; unable to determine cause of failure from the photograph provided. We also received one used list# a1141, 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock; for evaluation. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The yellow line of the trifuse set was observed to be leaking at the connection of the tubing and the microclave. The probable cause of the leak is from an incomplete insertion during assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.